Event description:
A lifecor patient services rep (psr) of a patient contacted lifecor customer support to report that a nurse called her and stated that both battery packs were not displaying anything in the monitor. The psr visited the patient and downloaded. The download revealed many "battery runtime expired" fault flags with both battery packs. Support had the psr replace the battery packs and remind the patient to change the battery packs every twenty-four hours.

Manufacturer narrative:
Device manufacture date - battery packs - 2008. Device evaluation summary - device evaluation of battery packs have been completed. The battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery packs were used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery packs were retested and restocked. No adverse event occurred due to the defective battery packs. The patient received replacement battery packs.